Manufacturer narrative:
The correction/removal reporting number was added. The product correction letter was issued on december 8, 2017.

Manufacturer narrative:
An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter will be issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Event description:
The customer stated that qc values and patient results were less than linearity for analytes such as calcium, total bilirubin, total protein, albumin and triglycerides on the architect c8000 system. None of the results were reported out of the laboratory. Samples were tested on the customer's other analyzer with no issues. The following examples were provided: (B)(6): calcium <2.0 mg/dl, repeat 10.0 mg/dl. (B)(6): calcium <2.0 mg/dl, repeat 9.9 mg/dl. Troubleshooting was performed and multiple parts were replaced including five cuvette segments with loose bottoms which were allowing cuvettes to fall due to detached ends where the adhesive failed. The discrepant patient results correlated to the damaged segments. No adverse impact to patient management was reported.